Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to produce sound during magnet application. Boston scientific technical services (ts) suggested making sure correct position when using magnet and must also use a stethoscope to check for tones. There was no further information given on this event. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.